Manufacturer narrative:
Patient identifier and weight were not made available from the site. 11/06/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - 11/06/2015 a medtronic representative, following-up at the site, reported noted a gouge on the dog bone. After recalibration, microscope was accurate. Root cause believed to be user related carelessness with dogbone and microscope head. - no parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the navigation system was intermittently tracking the leds on the microscope tracker. The number of leds never went below three, however, the majority of the leds on the tracker were consistently red. The microscope would intermittently be up to an alleged 3 centimeters off in the navigate task, but after repositioning the camera, accuracy was restored. In trouble-shooting, attempted positioning camera in multiple orientations. The microscope was draped and adjusted drape, resumed tracking all instruments. Check other lights in the operating room (or) and tracking all instruments resumed. Checked other lights in the room/ir equipment near the middle of the camera's range. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.